Event description:
During recto-sigmoid resection, stapler contour did not fire correctly. User stapled and released the stapler, and found that the stapler had fired in the stapler device but there was a complete opening as if it had not stapled the colon. Possible damage to colon. Second stapler was used to complete he procedure. The contour stapler device from ethicon, which failed the first time, will be held for 30 days and then sent to be analyzed and compared to the second one, which functioned properly, for quality control. (Supplemental information to c.2.: stapler on hold for 30 days from date of report i.e., through 2/17/2023). Procedure performed: exploratory laparotomy, low anterior resection with hartman's pouch, llq colostomy, incisional ventral hernia repair with biological mesh (9cm oval). Right inguinal hernia indirect repair with biologic graft (10 x 6 cm). Peritoneal lavage and drainage.